Event description:
It was reported that prior to starting a davinci si surgical procedure, during setup the jaws of the fenestrated bipolar forceps instrument were noticed to not be aligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.0512 offset at the tips. The grips did not meet together once the grips were closed. Evidence not conclusive, but damage likely due to overloading at the tip or excessive force applied normal to the grip. Instrument passed electrical continuity test. Additional observation not reported by the site was frayed pitch cable. The instrument exhibited frayed segments in various lengths. No damage was found at the clevis. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.